Event description:
Customer reported that she has bee hospitalized three times due to high blood glucose and dka. Customer stated that the blood glucose reading at the time of hospitalization unknown. Customer stated that her quick serter was not working correctly and caused the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81732.